Event description:
Two (2) terumo bct optia disposable mnc collection sets lot number 06w3323 developed leaks during patient stem cell collections. Both procedures were aborted without rinseback resulting in blood loss to both patients. Both leaks appeared to be in the multi-lumen tubing at the lower collar hex. One disposable began leaking red blood cells at 15949 ml inlet volume processed. The second disposable leaked plasma at 16956 ml inlet volume processed. Both defective disposables as well as all remaining disposables of this lot were returned to terumo bct for inspection. Also see mw5037831.